Event description:
An ophthalmologist reported epithelial erosion on the right flap (superior flap) at one day post op. Post-op information also indicated the patient was 6/6 (20/20) in the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).